Event description:
The customer reported that their pump screen was dark and wouldn't turn on. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to try multiple troubleshooting steps without success, determining that the pump needed replacement. The customer was informed that a replacement pump with updated software would be sent, along with available training. They agreed to use mdi as a backup therapy and were instructed on returning the malfunctioning pump.